Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 1/18/99 at a retail vendor. On 1/23/99 she sought medical treatment for infection at the ear piercing site she was prescribed antibiotics.